Manufacturer narrative:
The reported events of oversensing, loss of capture and insulation damage were confirmed. As received, a complete lead was returned in one piece. Two external insulation abrasions were found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. In one of these abrasions, all the filars of the outer coil were found to be abraded through and was separated. The cause of the reported events was isolated to the abrasions found with the inner coil exposed and was abraded through which is consistent with friction to the device can.

Event description:
During an in clinic follow up, oversensing and a loss of capture were noted on the right ventricular (rv) lead. During the explant procedure lead insulation damage was visible on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.